Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, there was a transmitter failed error. No additional event or patient information is available. Data was provided for evaluation. Data review confirmed the reported transmitter failed error. The root cause was determined to be a low transmitter battery that led to transmitter failure.

Manufacturer narrative:
(B)(4). Correction "dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, there was a transmitter failed error."

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, there was a transmitter failed error.